Event description:
Customer reports protime inr 1.2 vs unspecified lab instrument inr 2.5. No patient therapeutic range reported. No reports of any adverse events, serious injury, or interventions.

Manufacturer narrative:
(B)(4). Manufacturer requesting product return from user facility.